Manufacturer narrative:
The autopulse platform system (sn (B)(4)) was returned as part of preventive maintenance due to 'damaged wire head restraint'. During functional test the autopulse error message ua07 'user advisory ua07 (discrepancy between load 1 and load 2 too large)' was displayed upon powering up the system. Load cell characterization indicated both load cell modules were found to be damage, they were replaced to correct the issue. During visual inspection, the autopulse platform wire head restraints were confirmed to be cut. Unrelated to the customer reported event, the front enclosure was found to be cracked and the battery lock was also found to be broken. The autopulse system is a reusable device and it was manufactured on 04/03/2009 which is more than 10 years old and it has exceed its service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. A review of the autopulse's archive data was performed, it displayed multiple ua07 error messages failures dating back to (B)(6) 2017. Both load cells were replaced to correct this issue. During the re-evaluation of the ap platform, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform system (sn (B)(4)) was returned as part of preventive maintenance due to 'damaged wire head restraint'. During functional test the autopulse error message ua07 'user advisory ua07 (discrepancy between load 1 and load 2 too large)' was displayed upon powering up the system.